Event description:
It was reported that the catheter was damaged and urine leakage was found around the damaged part of the catheter on the next day of placement. The thermistor wire was also noted to be broken. It was later reported on 04oct2018 from medicon's follow up with the hospital, that the area of the damaged wire and the catheter was unknown at this time.

Manufacturer narrative:
The reported event was unconfirmed since the issue could not be reproduced. Visual evaluation of the returned sample noted one opened (no original packaging present) silicone temperature sensing foley. Visual inspection of the catheter surface noted no obvious defects. The wire appeared intact and undamaged. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and the balloon's concentricity was observed to be 60:40. The balloon was allowed to rest for 30 minutes with no leaks. The balloon then returned 10 ml when passively deflated with no issues. When the drainage lumen was flushed, no leaks were detected. When the thermistor wire was plugged into the arcticsun, the device was detected. The active length of the catheter balloon was measured (0.8965") and found to be within specification (0.6-0.9"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of the balloon or segment of catheter may remain in the bladder.] ·do not pull the catheter hard.[the catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured.] ·since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. ·when deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.] ·when catheter with temperature-sensing is used, this product should never be connected to temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. - applicable patients ·use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was damaged and urine leakage was found around the damaged part of the catheter on the next day of placement. The thermistor wire was also noted to be broken. It was later reported on (B)(6) 2018 from (B)(6) follow up with the hospital, that the area of the damaged wire and the catheter was unknown at this time.